Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7, h2, h3 and h6 have been updated accordingly. After taking angiographic shots, the physician decided to deploy the precise pro 5f 7mm x 40mm 135cm rapid exchange (rx) carotid stent system. Upon opening the package, it was noticed that the stent of the precise pro rapid exchange (rx) was partially hanging outside of the delivery system (deployment sheath). Therefore, the device was replaced with a precise pro 8mm x 40mm stent to complete the procedure. The intended procedure was carotid stenting. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The device was stored, handled and prepped as per the instruction for use (IFU). The device was prepped in the tray. There were no damages noted to the packaging of the device prior to use. The tuohy borst (hemostasis) valve was open in the position when received. There was no reported patient injury. The product was returned for analysis. A non-sterile unit product of ¿precise pro rx ous carotid system, 5f, 7mm x 40mm, 135 cm¿ was received inside of a clear plastic bag. The part was unpacked in order to proceed with the product evaluation. The stent of the unit was already deployed, and the hemostasis valve was open. The stent was not returned for analysis. The unit was thoroughly inspected, and a kinked condition was observed on the push bar of the unit located at 8 cm from the proximal end. No other damages or anomalies were noted. Dimensional analysis was performed to verify the correct usable length of unit. Measurements were taken from the distal end of the tip to the proximal end of the proximal outer member taper. Dimensional analysis results were found within specification. Functional test could not carry out due to the condition in which one the unit was received; the product was returned with the stent already deployed. A product history record (phr) review of lot 17853704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system- deployment difficulty premature deployment¿ was not confirmed, as the product could not be evaluated during the analysis due to the condition of the unit. The product was returned with the stent already deployed. The exact cause of the reported event could not be conclusively determined during the product analysis. However, a kinked condition was observed on the returned unit. Exact cause of this damage could not be conclusively determined during the analysis however, procedural/handling factors such as how the product was stored or user forcefully prepping the device might have contributed to this issue. According to the instructions for use, which are not intended as a mitigation of risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After taking angiographic shots, the physician decided to deploy the precise pro 5f 7mm x 40mm 135cm rapid exchange (rx) carotid stent system. Upon opening the package, it was noticed that the stent of the precise pro rapid exchange (rx) was partially hanging outside of the delivery system (deployment sheath). Therefore, the device was replaced with a precise pro 8mm x 40mm stent to complete the procedure. The intended procedure was carotid stenting. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background was clearly visible. The device was stored, handled and prepped as per the instruction for use (IFU). The device was prepped in the tray. There were no damages noted to the packaging of the device prior to use. The tuohy borst (hemostasis) valve was open in the position when received. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17853704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the limited information provided, the reported ¿stent delivery system (sds)-ses- deployment difficulty - premature/during prep¿ could not be confirmed and the exact root cause could not be determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event however procedural/handling factors might have contributed to the reported event. According to the instructions for use, which are not intended as a mitigation of risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported that after angiographic shoots, the stent of a 5f 7mm x 4mm 135cm precise pro rapid exchange (rx) nitinol stent system was noted to be partially hanging outside the delivery system upon opening the package. Therefore, the device was replaced with an 8mm x 40mm precise pro stent to complete the procedure. There was no reported patient injury. The device was opened in a sterile field. The intended procedure was carotid stenting. The device will be returned for evaluation.